Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from the cta (closed tube aliquoter) active wash station. The fse proceeded to replace the wash station and no further leaks were observed. Failure mode of the leak is attributed to the active wash station. (B)(4).

Event description:
The customer reported that the unicel dxc 600i synchron access clinical system generated 'pick and place' errors. The customer indicated that approximately 2 ml of fluid leaked under the aliquot probe wash tower of the instrument. The customer was wearing personal protective equipment consisting of gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.